Event description:
Patient underwent surgery for groshong placement. Line failed to withdraw blood with adequate positioning as well as failed to withdraw once removed from patient and tested in a basin. Patient tolerated procedure well.